Event description:
Baby had an extended dwell catheter (edc) in her left arm, and as she was being wrapped up in warm blankets for her bed bath, the edc snapped. The majority of the catheter stayed in the baby while the hub and a very small piece of the catheter had snapped off. We were able to safely remove the edc and get all of it out of the baby's arm. A new peripheral intravenous catheter had to be placed. Provider was notified.